Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a derailed grip cable in the backend. As a result, the grips will not open/close properly. The cable was not broken or damaged. There was no evidence of discoloration or corrosion/contamination on the cables indicate a reprocessing-induced issue. The components surrounding the cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Per advanced log review, logs show pn 480422-03, lot k15250501-0285 was used on 02-oct-2025 with system sk0862. Logs show 3 installs of this instrument, homing was completed on all 3 installs. However, the 2nd install had no cut or seal events. Overall, the instrument performed 23 cut complete events and 19 seal events. Other logs did not show any errors related to this instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument jaws would not open. The procedure was completed with no report of patient injury.